Event description:
It was reported that the programmer made a click tone, the screen turned black and presented a burnt smell. Furthermore the programmer will be replaced and returned for repair/analysis. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.